Event description:
The patient stated that the paramedics were called to his home due to a low blood glucose of 39 mg/dl. The patient stated that he was mowing the lawn, and when he checked his blood glucose, it was 133 mg/dl. However, five to ten minutes later, he fell of the lawn mower, and his wife gave him a glucagon injection, and called the paramedics. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump programming was correct except for the time, which was one hour behind. Assisted with correct time. The reservoir volume was accurate. The device was not exposed to high magnetic fields. The unit passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.